Event description:
A patient was paced at a rate of approximately 100 beats per minute, the patient suffered a ventricular fibrillation (vf), but the monitor failed to recognize this event until approx 1 min after the event took place. All alarms were active but despite this, no vf alarm was displayed. The patient was successfully resuscitated. Additional information was received in february 26, 2003: low potassium following cardiac surgery was the clinical reason for arrhythmias. The patient had ventricular pacemaker with temporary external epicardial leads. Ventricular fibrillation occurred 14.54. The clinican could get the monitor to recognize that the patient was having a v-f arrest by switching of the pacing box. Once this was switched off, then the monitor alarmed to vf, prior to this the only alarm that triggered was that of the low arterial pressure.